Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly, which lead to intermittent pump shutdowns. The customer provided a blood glucose of 300 mg/dl at the highest. The customer declined to provide further information regarding the issue and indicated that manual injection supplies were used for insulin therapy.